Manufacturer narrative:
Examination of the production records of the involved device did not reveal a deviation that may have contributed to the reported case. According to the literature, complications related to slow healing, including nonunion and delayed union, and implant failure are not infrequent and are ongoing problems in managing of distal femoral fractures (1, 2). Recent studies found nonunion rates up to 20% (1). In addition, multiple studies have reported locking plate implant failures (2). (1) hoffmann mf et al. Clinical outcomes of locked plating of distal femoral fractures in a retrospective cohort. J orthop surg res 2013, 8:43. Doi: 10.1186/1749-799x-8-43. (2) henderson ch et al. Locking plates for distal femur fractures: is there a problem with fracture healing? J orthop trauma 2011, 25(2)s8-s14.

Event description:
About 4 weeks after implantation of a piccolo composite distal femur plate, the plate broke and was removed.